Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned

Event description:
When using the twinfix in a thumb pip fusion, the screw stripped while inserting. When trying to take out the screw, the head of the screw kept spinning and took over an hour to get out of the patient. We put another screw in, and the screw stripped again. We ended up not inserting a twinfix because we were worried that it would strip for a third time.